Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump found that the pump was in good physical condition. During investigation, no speaker sound was found with the returning pump. Based on the evidence, the complaint was confirmed. The problem source of the customer reported issue was identified as faulty microprocessor board.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was not alarming and exhibited speaker issues. No adverse effects reported.